Event description:
The nurse reported a leak near the twist clamp of the transfer set during use. The home patient (hp) missed therapy that night and contacted the peritoneal dialysis nurse (pdn) the following morning. The hp was advised to come into the clinic and they administered antibiotics and changed the transfer set. There was patient involvement, but there was no patient injury at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13b04045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was received without the cap on dark blue connector. A visual inspection was performed with no issues noted related to the reported issue. Leak testing conducted with and without the mini cap, but nothing was identified. The clear passage test and the clamp function test revealed no problems that could have caused or contributed to the report of a leak. The reported problem was not confirmed.